Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle never deployed the cannula into the skin during activation, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received with the needle mechanism assembly fully deployed. Inspection of the soft cannula found it to be torn and shortened, measuring below specification at 0.6810 inches in length. It could not be determined when or how this damage occurred. The download data shows the device completed both priming sequences in the expected number of pulses and delivered 170 pulses before being deactivated. No damages or defects were observed to the needle mechanism assembly that would result in the needle failing to deploy. Although no damages or defects were observed that would result in the needle failing to deploy, it could not be determined when the needle deployed, and the cause of the reported needle failing to deploy could not be determined.